Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right ventricular (rv) lead was over-sensing noise leading to pacing inhibition, as well as experiencing high pacing impedance. No intervention has been performed. The patient's condition was stable.